Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pulse catheterization, there was leakage in the central venous catheterization kit. There was no reported patient outcome.